Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since implant they have felt unwell, pain and exhaustion. The patient stated the implantable pulse generator (ipg) protrudes and floats in their chest at night. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.